Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated failures to pair a dexcom g7 continuous glucose sensor with the ilet system despite following guidance to toggle g6/g7 settings and reenter the correct four-digit pairing code, with a subsequent attempt to start a new sensor using its code. Symptoms included no reported adverse clinical effects and blood glucose remaining in range. Outcomes included no alerts or alarms, no hypoglycemia or hyperglycemia, and no need for medical care. Investigation included customer education, step-by-step pairing troubleshooting, and confirmation of proper code entry and sensor start sequence. Investigation of this case revealed a persistent pairing failure involving the external cgm component, with no impact to glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity incompatibility or sensor-related pairing failure.